Event description:
It was reported in two voluntary medwatches (mw5152088, mw5152089) that: patient called to report line issue. The patient left home to go to work at 0900. At the time she called she had noticed her shirt was covered in blood. The extension tubing broke off from the invision cap. She turned off her pump and immediately drove home. They had a teleconference with the patient. The patient never did clamp her central line when she noted the event, hence the back flow of blood. Patient then clamped her line. Central line dressing remained dry and intact. Afterwards there were clots noted at the central line end. Patient donned sterile gloves and started cleaning the central line end point to the best of her ability; she was able to remove several clots. She then replaced her invision cap and mixed another cassette. Primed another extension tubing. So far, a few minutes after the infusion was restarted. There seems to have not been any issue. The doctor was made aware and asked if the patient needed to go to the emergency room; she was an IV remodulin patient. Per the md: as long as the infusion is working and that she has no signs and symptoms of infection, patient is ok. Relayed info with the patient and went over signs and symptoms of central line infection. Patient was agreeable to treatment plan and was aware to reach out for any other issues or concerns. No further information or details available. Lot numbers and expiration dates of invision cap and cadd extension set are unknown.

Manufacturer narrative:
H3 - other: device has not been returned to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number has been provided, therefore no device history report (DHR) review could be performed.